Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy started as he became frustrated with the questioning and hung up. He had reported that on an unknown date and time, he obtained alleged inaccurately erratic blood glucose results of ¿321 and 295 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ criteria for precision. It was not established how the patient manages his diabetes or whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that an unknown time later, he developed symptoms ¿dull headache, disoriented, little sweaty and shaky¿. It is not known if he received any treatment for his symptoms above and beyond the usual diabetes care and management routine. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dull headache, disoriented, little sweaty and shaky, after obtaining allegedly erratic results on the subject meter.